Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -11.5/1.0/089 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6)2024 the lens was exchanged for a longer length lens due to low vault without rotation. Problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).